Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a femoral deep vein thrombosis (dvt) using an indigo system separator 8 (sep8). During the procedure, while manipulating (advancing and retracting) the sep8 and an indigo system aspiration catheter 8 (cat8), the physician did not mention experiencing resistance; however, the distal tip of the sep8 broke off just beyond the bulb and was free floating in the vein. After noticing that the tip of the sep8 was detached, the physician immediately removed the sep8 wire and decided to aspirate the broken tip through the cat8. Subsequently, after approximately twenty-five minutes of aspiration, the broken tip was directed into the tip of the cat8 and gently pulled back into the access sheath. Once the cat8 was pulled back into the access sheath, the broken sep8 tip was aspirated through the cat8 and believed to have ended up in the canister. The procedure then ended after the broken tip of the sep8 tip was removed. There was no noted damage to the cat8 after removal. Additionally, there was no report of an adverse effect to the patient.

Manufacturer narrative:
The core wire and wrapping wire were fractured just distal to the sep8 bulb. The distal atraumatic tip was separated from the sep8 and was not returned for evaluation. The distal end of the bulb was damaged. Evaluation of the returned device revealed that the distal tip of the bulb was damaged, the core and wrapping wires were fractured just distal to the bulb, and the atraumatic distal tip was separated from the sep8. These damages may have occurred due to prolonged forceful manipulation of the sep8 against hardened clot or other source of resistance. If the sep8 is forcefully manipulated in this way, the core wire may begin to deform. If the sep8 is then further manipulated in this manner after the core wire begins to deform, the core wire may become fractured. If the sep8 is further manipulated once the core wire becomes fractured, the wrapping wire may become fractured, and the atraumatic tip may become separated from the bulb. The cat8 mentioned in the complaint was not returned for evaluation. Penumbra separators and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.